Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer successfully filled the cartridge with 200 units of insulin, and subsequently experienced fill resistance. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer changed the syringe needle and cartridge and was able to successfully resume insulin delivery.